Event description:
The user reported that while trying to aspirate a clot from a coronary bypass graft containing a stent, he felt resistance and then was unable to withdraw the asap catheter. The wire was able to be advanced and withdrawn without resistance. The catheter was able to remove the thrombus but the physician was unable to withdraw the catheter. The physician used steady force and eventually the catheter broke free. The catheter was withdrawn and it was noticed the wire had fractured distally and the wire fragment was then snared out of the vein graft. This took approximately 25 minutes. No additional harm or injury was reported.

Manufacturer narrative:
Device evaluation: the evaluation has not been completed. A follow-up report will be submitted when the evaluation is complete.